Event description:
It was reported to philips that the system gave an alert that the x-ray dose was not logged, preventing imaging. The user had to restart the system several times, whenever the system could not produce x-rays. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the diagnostic procedure was completed after a restart with a delay of less than 20 min. The philips field service engineer (fse) inspected the system onsite and identified a malfunction in the aep (dap) camera that intermittently failed to register dose measurements. A review of system log files confirmed the reported issue. The fse replaced the dap (dose meter) to resolve the issue, restoring normal system operation. The nicol non aepm was returned for analysis, and result indicated no defect or malfunction was found. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.